Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw air bubbles in the tubing. The customer's blood glucose level was not impacted. The customer reloaded the cartridge and removed the air bubbles.